Event description:
During an out-pt procedure a 24hr ph catheter was placed. The next day the pt returned to have catheter removed. The catheter had been attached to a medtronic mk3 recorder. When the data was uploaded to the central computer the final report showed large areas of missing data tracings.

Manufacturer narrative:
The digitrapper mkiii was manufactured by medtronic. The catheter was manufactured by alpine. The mkiii is older technology and as announced by medtronic on (B)(4) 2005, medtronic will no longer support the mkiii with support, service or parts. This position was reannounced by both medtronic and alpine on (B)(4) 2006. Alpine biomed has made multiple requests to the customer to return the mkiii and catheter. Neither have been sent to alpine for eval. If at some future date we obtain the devices we will evaluate them and submit an addendum to this report. Mkiii ph recorder sn: (B)(4) vnid10 ph catheter lot 0722.